Event description:
Patient is on peritoneal dialysis with intraperitoneal nutrition (ipn) daily. Patient receives ipn from dcrx infusion. In 2009, patient called the on call nurse for the dialysis unit, with complaints of cloudy dialysate and abdominal pain. Patient given instructions on peritonitis protocol at that time. Patient stated at that time that he has been having trouble with his ipn bags. He states, they have had leaks, cracked tubing and at times were empty. Patient instructed not to use ipn until further notice following notification of md. Patient's dietitian contacted dcrx representative who stated they have had complaints from two other patient's since they switched delivery to another. They also planned to contact MFR who makes the capd bags for peritoneal dialysis to investigate why bags might develop pin hole leaks at seams. Patient returned at least one bag back to dcrx in order to assist with investigation. Patient's physician has required FDA notification related to the possible correlation between the ipn and peritonitis. Dates of use: daily in 2009. Diagnosis: malnutrition.